Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the ratcheting mechanism on a ratcheting handle was sticking during a routine inspection. There were no surgical or patient impacts.

Manufacturer narrative:
UDI number - (B)(4). The returned device was evaluated. The ratcheting mechanism was found to ratchet in both directions; however, the movement was rough and required greater than usual force to operate. Inspection of the ratchet mechanism found rust, indicating that the handle was not cleaned and dried correctly. The labeling lists the dry cycle time as 85 minutes. Based on previous failures such as this, it is likely that improper cleaning and drying of the handle at some point in the devices life resulted in the observed rusting. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the ratcheting mechanism on a ratcheting handle was sticking during a routine inspection. There were no surgical or patient impacts.